Event description:
It was reported the device gave an error alarm with code 41786. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but the battery compartment and door were both damaged. During the evaluation of the device, the pump red screened and presented with error 41786. The pwa board and battery compartments were replaced and found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.